Manufacturer narrative:
This is a final report. An on-site investigation was performed by a leica field service engineer. After removing and reconnecting the left and right handle switchboards, the microscope resumed its normal function. The microscope was examined for several hours and the device did not show any malfunction. The fse confirmed that no defective parts needed to be replaced. We suspect the cable was grounded to one of the handles. Most likely the ground wire was pinched on the can handle and connected to the metal case causing a ground. Reconnecting the left and right handle switchboards effectively solved the problem.

Event description:
Leica microsystems (schweiz) ag received a complaint from india stating that a m530 ohx had a loss of illumination and other functions during a surgical procedure. There was no patient injury.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.